Event description:
I have been grasping at straws to figure out what was wrong with me, feel like I am slowly dying. Rheumatologist said get those breast implants out. Lupus, hashimoto's thyroid. In process of consulting 3rd plastic surgeon concerning mcghan textured 168 saline breast implants 2002 bilaterally under muscle. High blood pressure, hashimoto's thyroiditis, lupus, herniated disc. FDA safety report ID(s)# (B)(4).